Manufacturer narrative:
Additional information in section d10 concomitant product the field service representative (fsr) resolved the issue by cleaning the clogged nozzle, #1, #4 & #5 (rohs) of the architect c8000 processing module. No additional discrepant result issues have been reported since the service activity was completed. The nozzle, #1, #4 & #5 (rohs) was determined to be the likely cause of the issue. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the nozzle, #1, #4 & #5 (rohs) or the architect c8000 processing module. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c8000 processing module for one sample. The following results were provided: (customer provided normal range 1.6-2.6 mg/dl) on (B)(6) 2024 initial result = 8.7 mg/dl, repeat result = 1.9 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c8000 processing module for one sample. The following results were provided: (customer provided normal range 1.6-2.6 mg/dl) (B)(6) 2024 initial result = 8.7 mg/dl, repeat result = 1.9 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.